Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2/14/2017 with the following findings: an error 1 sub code 5 alarm occurred immediately when powering up the meter. The pump and meter were not able to be paired to complete the required investigation. This was due to the inability to clear the error 1 sub code 5 message.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the meter remote was emitting an error 1 alarm that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.